Event description:
On (B)(6) 2013, an emergency room doctor reported that the patient had an infection in his arm. It was stated that they were attempting to take an MRI to determine where the infection was. Follow up found that the physician did not have a programming system with him, so the device was not checked. No information has been provided to indicate if there is a relationship between vns and the infection. Review of the manufacturing records for the generator and lead confirmed both generator and lead met all final testing specifications and sterilization standards prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.